Event description:
5.5 peds bivona cuffed tracheostomy tubes x 3 had defects to all when nurse was trying to do a scheduled trach change. Had tested them all before attempting to use and found that the cuff inflated asymmetrically each time.